Event description:
It was reported that the customer had low blood glucose levels of 26 mg/dl. It was reported that the customer was brought to the hospital after passing out. The customer reported that her blood glucose levels went up to over 600 mg/dl while at the hospital. The customer also reported getting discharged from the hospital but continued to have high blood glucose levels. The customer treated with a manual insulin injection. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer realized that she did not have insulin left in the reservoir of the insulin pump. The customer declined further troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.